Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that two boluses were delivered back to back prior to the event. The customer stated that he did not program the second bolus. The customer stated, he may be leaning on the buttons, and will explore the use of a case for the insulin pump. Nothing further was reported.